Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged crystals was due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had broken crystals. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the customer¿s allegation of broken crystals was not confirmed. However, the device evaluation found other reportable malfunctions, including a cut on the distal end (pink) probe and missing adhesive (ke45) at the forceps cover. Additional issues were identified during the device evaluation: minor scratches; the bending section cover glue was cracked; switch 1 was cut; the scope connector cover logo and customer label were missing; and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.